Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (damaged pins).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump bolus history was inaccurate. Reportedly, logs showed that customer manually suspended insulin delivery and did not resume for 2.5 days; however, customer denied having done so and believed that insulin had been delivering as normal. There was no reported impact to blood glucose. No information on back-up therapy was obtained despite multiple follow-up attempts by tandem technical support.